Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the manifold is leaking. As stated on the repair statement additional malfunction on this device: on/off power switch no alarm.